Manufacturer narrative:
One 5.5 twinfix ultra anchor was returned for evaluation. Visual assessment confirmed the reported breakage. The tip of the inserter that interfaces with the anchor has broken off and remains within the anchor. The anchors threads are damaged likely during the removal process from the patient¿s bone. The condition of the device indicates it was subjected to excessive force during use. Per the device IFU: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force". There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the tip of the anchor broke off into the patient. At the end, the anchor was extracted with a chisel. Backup device was available to complete the procedure. There was a delay of more than 2 hours reported with no patient injuries.

Manufacturer narrative:
The reported 5.5mm twinfix ultra assembly intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.